Event description:
Hosp advised that this pump was set up to infuse at a rate of 1 ml/hr. When powered on, it alarmed and displayed error code 207. This pump was replaced by a second device. There was no pt consequence.